Manufacturer narrative:
Additional information was received on 12/21/2021 reporting that the pump successfully charged with an alternate usb cable. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 79 mg/dl. At the time of the call with tandem technical support the customer did not have an alternate method for insulin therapy. Multiple attempts were made to follow up with the customer, however, a response was not received.